Manufacturer narrative:
The device was evaluated by ventec where the reported issue of unexpected reboots was confirmed. Ventec observed that the cough valve was damaged and showed evidence of heavy contamination within the component. The ingress of the contamination likely contributed to the damaged cough valve. Ventec then replaced the cough valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that it's reasonable to conclude that the likely root cause of the reported issue was user error due to the damage and heavy contamination within the cough valve. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device unexpectedly reboots by itself. There was no patient involvement associated with the reported event.